Event description:
It was reported that prior to use with bd insulin syringes with bd ultra-fine¿ needle the cannula broke off. 2nd of 2 events. The following information was provided by the initial reporter: it was reported by the consumer that there were missing needles before injection.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2010796. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd insulin syringes with bd ultra-fine¿ needle the cannula broke off. 2nd of 2 events. The following information was provided by the initial reporter: it was reported by the consumer that there were missing needles before injection.